Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) /2023, the patient did not experience any symptoms but performed a fingerstick and the blood glucose reading was over 400 mg/dl, the patient did not remember what the cgm reading was at this moment but reported that the cgm reading was inaccurate. Due to the high blood glucose reading the patient went to the hospital, where another fingerstick was done, that was still showing a high value, but no cgm nor blood glucose reading was reported from that moment. The patient received an unspecified intravenous treatment and insulin injections and was discharged after 8 days. A fingerstick was done when the patient was discharged but other than that it was lower this time, no specific reading was reported. At the time of the report the patient was feeling stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.